Manufacturer narrative:
A complete lead was returned in one piece with the helix retracted clogged with blood/tissue. After cleaning the blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. The reported events of failure to sense and unacceptable threshold were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that upon interrogation right atrial (ra) lead found to be dislodge and confirmed under x-ray. Poor sensing and high threshold were noted during repositioning. The lead was explanted and replaced. The patient is in stable condition.